Event description:
It was reported that the error code 46510 was occurring during testing, indicating a user interface issue. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that an error code 46510 was reported during testing. The event log/alarm history could not review due to system failure. There was no 12-month service history found during review. The complaint confirmed through pump power up test. The downstream occlusion (dso) / upstream occlusion (uso) sensor calibration was performed. The performance verification testing was performed and passed all testing criteria.